Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed, and the image of the instrument is consistent with a fully broken cautery cable and a frayed pitch cable. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, black cable damage - the team explained that after approximately 13 minutes of use, they noticed that the black cable broke and thus could not use energy. The instrument was replaced with a new one of the same kind. There were no adverse events reported. The procedure was completed with no reported injury.